Event description:
It was reported that this right atrial (ra) lead had exhibited undersensing. Boston scientific technical services (ts) discussed atrial undersensing observed on presenting with frequent pvc's. This ra lead remains in service. No adverse patient effects were reported.